Event description:
Indication: chronic obstructive pulmonary disease with (acute) exacerbation. Patient reported her nebulizer isn't working anymore. Unknown when nebulizer started malfunctioning. We are sending her medication but she can't use it because it keeps turning off. Unknown how many doses patient has missed. Unknown if defective nebulizer is available for return or whether patient experienced any adverse events due to missed doses. Unknown if md is aware. No additional information available. Diagnosis for use: chronic obstructive pulmonary disease.